Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.1 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged results were not observed in the meter's patient result memory. 3.2 inr on (B)(6) 2021 3.6 inr on (B)(6) 2021 4.7 inr on (B)(6) 2021 medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4). The patient used a new finger for each meter test. On (B)(6) 2021 and at 4:52 p.m., the patient's meter result was 4.6 inr. On (B)(6) 2021 and at 4:51 p.m., the patient's meter result was 3.2 inr. It was reported adjustments were made based on the higher inr result. The patient's therapeutic range was 3.0-3.5 inr. The patient's testing frequency is weekly.